Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, allegation of infection, pocket erosion was not confirmed. Moreover, known inherent risk was based on the field report of infection. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations. Additional information from product investigation indicated that the allegation of difficult to remove allegation was not confirmed by analysis including perforation; however, these were assigned with known inherent risk of device based on the field report.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection and erosion. Additional information indicated that difficulty of removal was met during the procedure as the lead was heavily calcified to the innominate vein and to each other. In addition, the distal portion of the vein was perforated that requires an open chest procedure. Furthermore, the entire system was successfully explanted. No additional adverse patient effects were reported. The rv lead was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, allegation of infection, pocket erosion were not confirmed. Moreover, known inherent risk was based on the field report of infection. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the patient with this right ventricular (rv) lead had exhibited erosion. Additional information indicated that difficulty of removal was met during the procedure as the lead was heavily calcified to the innominate vein and to each other. In addition, the distal portion of the vein was perforated that requires an open chest procedure. Furthermore, the entire system was successfully explanted. No additional adverse patient effects were reported. The rv lead was returned for analysis.